Manufacturer narrative:
Follow-up #1: date of submission 12/29/2015 device evaluation: the device has been returned and evaluated by product analysis on 12/11/2015 with the following findings:a review of the black box showed one unexplained reboot. Visual inspection revealed that the battery compartment threads were stripped, the battery compartment was cracked, and the battery cap threads were damaged. The battery cap contacts were within required specifications. There was no evidence of moisture inside the battery compartment. The battery cap was unable to secure properly to the pump and was unable to maintain electrical connection. The battery cap was also difficult to remove after being attached to the pump. The alleged intermittent power issue was duplicated. A test battery cap was able to secure properly to the pump and was used to complete investigation. Using the test battery cap, the pump was exercised for 24 hours with no further power interruptions occurring. The pump casing was removed and no internal defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. Reportedly the pump had an intermittent power issue and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.